Event description:
It was reported that the patient had an omnifit cemented stem and a psl acetabular shell implanted by another surgeon out of the area in 1994 and presented with an eccentrically worn acetabular insert.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.